Manufacturer narrative:
The dispatched fse confirmed the reported vent fail and has exchanged the control board of the device; the workstation passed all tests afterwards and could be returned to use. No further problems have been reported. Based on the logfile analysis, two entries were found indicating that an overpressure condition occurred. The codes were logged because the measured airway pressure was more than 10mbar above the pmax limit adjusted by the user for more than 20ms. In this case, the ventilator motor performs a zeroing manoeuvre for the piston position which is not visible for the user and does not lead to an impact on the ventilation performance in case the overpressure situation recovers within 400ms. As per the corresponding logfile entries, the high-pressure situation was still present after 400ms, so that the device forced a shut-down of automatic ventilation according to its safety concept. Such a ventilator shutdown is accompanied by the corresponding vent fail alarm; manual ventilation with the built-in breathing bag remains possible. The replaced control board was available for investigation at the manufacturer¿s lab. However, the reported issue could not be duplicated. Since the found error codes could indicate an issue with the airway pressure (paw) sensor, the paw sensor from the replaced board was inserted into another one but again, there were no indications for a malfunction found. Therefore, it was concluded that most likely patient activity - for example coughing or repositioning of patient - was the root cause for the overpressure situation. Dräger finally concludes that the device behaved as specified upon the detected pressure situation by initiating an emergency shutdown of automatic ventilation and posting the corresponding alarm. There was no patient injury reported and the device is back in use without any further problems. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit displayed a ventilator failure during a case. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit displayed a ventilator failure during a case. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.